Event description:
It was reported that the patient experienced diaphragm stimulation. The lv lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. Blood was in the lobes, on the distal conductor and helix; lead stretched.